Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose level was 220mg/dl. The past occlusion alarms were resolving by changing the cartridge, infusion set tubing and the infusion set site. The customer stated that regardless of which supplies they changed, they continue to receive occlusion alarms. For the current occlusion alarm, the customer had primed the infusion set prior to contacting tandem technical support (cts) and insulin was observed exiting the infusion set tubing. No damage was noted to the cannula. The customer connected the site to the infusion set tubing and no insulin was observed exiting the tubing leading cts to believe that the occlusion could be residing within the cannula or tubing. The customer changed their infusion set site. During follow-up, it was reported that the customer continued to receive occlusion alarms after the site change. There was no known impact to the customer's blood glucose (bg) level. The customer stated that they planned on contacting their healthcare provider to discuss different infusion set options. The customer was to revert to manual injections for insulin therapy. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.